Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported physical resistance (balloon dilatation catheter (bdc) feels different during advancement) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, the 4.5 x 20 mm nc trek dilatation catheter was advanced into the patient anatomy and was noted to feel different during advancement. The nc trek was inflated for post-dilatation of an unspecified stent. During deflation, the dilatation catheter balloon did not deflate enough to remove through the stent. Additional inflations and deflations were performed, and the balloon finally deflated enough to remove. No difficulty was noted removing the dilatation catheter. There was no clinically significant delay and no adverse patient effect. No additional information was provided.